Manufacturer narrative:
Product analysis: it was confirmed that the ventricular output connector was broken. A wire was found to be pinched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator was broken. The programmer was returned for service. The generator has not been received into service. There was no patient involvement.